Event description:
At the completion of a surgical procedure, the table top was reported to have dropped straight down between 6"-10" when the leg up button was pressed. The pt was caught by surgical personnel as the table dropped, and there was no pt injury reported.

Manufacturer narrative:
The table was evaluated by a berchtold corp. Service technician on (B)(4) 2011 after the incident at the location where the incident occurred. The table is in good physical condition. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The table has been returned to the berchtold corporation facility in charleston, sc for further evaluation.